Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 21 months post index procedure, patient suffered from melena. Patient was on dapt 24 hours prior to event. Investigator assessed that the event was not related to index device, but possibly related to antiplatelets medication. Patient is not recovered.